Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Total for lot number: 1 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 45 by product family: 158 (47x smartset ghv, 111c smartset gmv) corrected: d3.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704, trade name - gentamicin sulphate, active ingredient(s) - gentamicin sulphate, dosage form - powder, strength - 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address fall and loosening of the tibial component at the cement to implant interface. A depuy cement, 40g with gent-lot#8419941 was used. It was also reported that a positive changes in x-rays from prior to fall to after fall. Removed tray and replaced with stemmed and sleeved tray. No surgical delay. Doi: (B)(6) 2017, dor: (B)(6) 2021, right knee.